Event description:
It was reported that customer experienced cgm error 42 when trying to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer was advised to wait 20 minutes after pump came out of storage mode before starting sensor session; was guided through pump reset by technical support, and successfully started sensor session with no further cgm error codes, with no additional information received regarding the outcome of the event.